Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant procedure, the implantable cardiac monitor could not connect to the transmitter. Another transmitter was tried, but was also unsuccessful. The patient was discharged home. After further troubleshooting, the device was successfully able to be connected with the transmitter.